Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that, during an unknown procedure, the screw broke while inserting on tibial side. The procedure was completed with a back-up device. All the pieces were removed. Neither surgical delay nor patient injuries were reported.

Manufacturer narrative:
One 8mmx30mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 8mm of the distal threads have been broken off. The screw is also cracked emanating from the break area. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure the screw broke while inserting on tibial side. The procedure was completed with a backup device no patient injury reported. All the pieces were removed and no delay was reported.